Manufacturer narrative:
Customer states reagent packs/calibrator in use on both analyzers is from the same kit lot received in the same shipment. Sample tubes arrive at the lab already spun in hemogard with serum separator tube. Cov2t is the only test that is performed on this analyzer. The customer service engineer (cse) ran fresh reagents, calibrators, and controls. Results within range with good precision. Instrument is operational. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00548 was filed for a repeat result generated for sample (B)(6) on a different day.

Event description:
The customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for nine patients. The samples were repeated on a second atellica im and the results for the patients were nonreactive (negative). The initial reactive (positive) results were considered discordant when compared to the nonreactive (negative) repeat results. The customer loaded a fresh reagent pack on the first atellica im and recalibrated with fresh calibrator. The nine patient samples were repeated on the first atellica im and the results were nonreactive (negative) for the eight patients and reactive (positive) for one patient. The customer reported the nonreactive (negative) results from the second atellica im. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00547 was filed on november 23, 2020. Additional information - november 25, 2020: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. MDR 1219913-2020-00548 supplemental 1 was filed for the reactive result for sample (B)(6) generated on (B)(6) 2020.